Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) followed-up the customer and she reported that this was due to a faulty instrument. No site visit was conducted. The system was working properly and no additional action was required. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A procedure log review was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed a radical extraperitoneal prostatectomy with lymphadenectomy procedure on (B)(6)2022 on system sp0025. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that that arm 3 instruments were not being represented in the display correctly and it appeared to be pointing one direction, when in actuality it was visually pointing in a different direction. The customer reported this is an ongoing issue. Onsite was not available at time of call to review logs. The tse inquired if drape was reseated, and the customer stated that they have and that all of the drapes were working correctly. The issue seemed to continuously be related to arm 3. The customer suspects arm 3 is no longer able to engage drape properly. The customer was proceeding with case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed that this event occurred during a prostatectomy procedure on (B)(6)2022. The customer wasn't able to provide any specific information on the instrument that had the issue during the procedure and stated that the instrument was returned. The instrument was inspected prior to use and there was no damage or anything abnormal seen. The non-intuitive motion was persistent until a new instrument was used. The issue was occurring with the same instrument and arm. The drape was not exchanged at any time during procedure. There was no tissue in the jaws of the instrument at the time the issue occurred. No fragments fell into the patient and there was no patient injury. The procedure was completed robotically with a backup instrument. No images or patient demographics were available.